Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened and used reservoir. Inspected reservoir, snap-cap and septum for anomalies. None were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification.

Event description:
The customer reported that the reservoir had malfunctioned. The blood glucose reading was not provided. The customer stated that after a set change, the insulin did not push through. The same issue did not recur after a second set change. No further information was provided.